Event description:
It was reported the safety switch emitted smoke. Visual examination of the switch and its components revealed no defects. Electrical testing of the unit revealed no defect. The switch was activated through several cycles and we were unable to duplicate the reported event.